Manufacturer narrative:
Reliability analysis inspected 1 opened and used sensor and performed visual inspection and found sensor cannula broken, broken (electrode) part was not found see attachment file for details. Unable to confirm customer received sensor in said condition due to customer returned found sensor's cannula bent unable to confirm customer received sensor in said condition due to customer returned opened and used.

Event description:
It was reported via phone call that the customer received a lost sensor alarm. It was also reported that the customer had a bent cannula. Customer's blood glucose level was unknown. Troubleshooting occurred. Advised sensor would be replaced.